Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes and reconnect the cartridge, successfully resuming insulin after waiting a few minutes. The pump resumed normal operation, and the customer received tips to prevent future altitude alarms.